Event description:
It was reported that this non- bsc ra lead exhibited noise/ mv oversensing with high impedances. No allegations of out of range measurements. Technical services recommended to turn of the respiratory rate trend. This ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)